Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels that dropped to 23 mg/dl. The customer disconnected from the pump to address bg level. Reportedly, low bg was due to the pump settings needing adjustment. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments. Additionally, it was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 400 mg/dl to readings of "high" on the customer's contiguous glucose monitor. A manual insulin injection was used to address bg. The customer reverted to manual injections for insulin therapy.